Event description:
It was reported that high impedances of greater than 40,000 ohms were measured on electrodes 8-11. The implantable neurostimulator (ins) was at end of service and was being replaced. The high impedances were discovered during pre-operation. During the ins replacement, impedances of the extension and lead were measured to be normal. Impedances after the new ins was connected were also measured to be normal. Replacing the ins resolved the issue and the patient was receiving effective therapy. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Event description:
According to the trace report taken from the ins, the battery depleted to eri (elective replacement indicator) in 11.5 months ((B)(6) 2014) and to eos (end of service) in 15.5 months ((B)(6) 2014 to (B)(6) 2015). The estimated longevity calculation from the programmed settings were eri at 14.45 months and eos at 17.45 months; estimated longevity calculations from the upper limit parameters were eri at 9.79 months and eos at 12.79 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device analysis for ins nkm115341s revealed no significant anomaly. The battery reached normal end of life. Telemetry and output was okay.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.